Event description:
It was reported that a flogard infusion pump had a damaged door latch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site and the sample was visually inspected. The reported condition of a damaged door latch was confirmed. The root cause of the reported condition was unknown. To correct the issue the door latch and the door latch assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.